Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s sleep/wake button was intermittently unresponsive, with the screen not waking immediately and requiring several minutes to respond; the user stores the device near the bra with the sleep/wake button facing up, and education was provided to avoid applying pressure to the button, consistent with a key or button unresponsive issue associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software-related problem consistent with an unresponsive button and involvement of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.